Event description:
The customer reported that the probe of the ortho provue analyzer was bent and dripping fluid. The customer indicated that the incident occurred during the third shift. The customer was unable to determine whether the reagents were contaminated. Additional information was not provided regarding the incident. The customer took the instrument out of use. No testing was performed for the day shift. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site, replaced the probe, and performed preventative maintenance and all required adjustments. The fe updated the reference image. Qc was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).